Event description:
I received injections of what my dermatologist, dr, said was restylane in 2008. As a result of these injections, which were done to both my naso-labial folds as well as to the circles under both my eyes, I have suffered lumps, bumps and ridges in those areas, permanently disfiguring my face. I re-visited him at least once to show him the results. The doctor offered to re-inject me with a substance he claimed would dissolve the lumps, bumps and ridges. I declined this offer. He otherwise refused to accept any responsibility for my negative and disfiguring results. I do not even know if he actually used restylane for the injections. Only after repeated telephone negotiations, initiated by me, did he agree to refund only part of the very expensive fee he charged for this procedure. This dermatologist had previously injected me with restylane -only around the naso-labial folds only-, in 2006, with no adverse effects. He once again injected me with what he said was restylane -only around the naso-labial folds- in 2007, with several lumps appearing around my mouth after the 2007 injections. These lumps dissolved after about two months. Restylane; 2006; 2007; 2008. Dose or amount: don't know. Frequency: three times. Route: unk. Dates of use: 2006 & 2007, 2008. Diagnosis or reason for use: wrinkles. Event abated after use stopped or dose reduced: no.